Event description:
It was reported that the pt presented to surgeon with pain, after x-ray, it was noted the tibia was malaligned and the insert locking screw was broke. During surgery, it was noted the tibia was loose and the screw had sheared off.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.